Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Report from customer on capsule that failed to attach. Patient was not injured and another capsule was placed successfully.